Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failed. The customer stated that a malfunction occurred when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed. A field service engineer (fse) replaced all the 4 latches on the tower to the new style, then ran a test in hardware test application. After that the tower door was functioning properly. The system functioned as intended after the field service engineer repaired the device.